Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributer confirmed the reported complaint. The bag to vent microswitch was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit would not switch to manual or mechanical ventilation modes. Found during preuse checkout, no report of patient use.